Event description:
It was reported that the patient has deceased. There is no allegation from a health care professional that suggests that the death was device related.

Manufacturer narrative:
Final analysis found that a partial lead was returned. Insulation degradation was noted at 4.4 cm from the connector pin.